Event description:
It was reported that there was loss of sound, followed by loss of lock between the pt's internal device and external equipment. External equipment was exchanged and programming adjustments were made; however, lock could not be established. Revision surgery has been scheduled.